Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-13995n multifire scorpion needle broke inside the patient. Three fiberwires were passed, two suturetapes and on the last fibertape, the needle tip broke. Surgeon could not locate the broken tip and spent about 25 minutes looking for it. Finally, with the use of x-ray, surgeon was able to locate the broken tip and remove it from inside the patient. This was discovered during an open rcr procedure on (B)(6) 2022. Case was delayed a total of 45 minutes.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken needle tip. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.